Manufacturer narrative:
It was reported that the injury occurred when one of the users was holding the trolley in the load position, when their finger was smashed/crushed by the device. It was reported that the user received a laceration as a result and self-treated with a band-aid.

Event description:
It was reported that a user received a laceration when their hand became caught in the trolley of the device. No patient was affected as a result of this event.

Event description:
It was reported that a user received a laceration when their hand became caught in the trolley of the device. No patient was affected as a result of this event.